Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted troubleshooting with instructions from technical support, but the pump screen remained unresponsive. The customer chose to use multiple daily injections (mdi) as a backup therapy.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.